Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane and ps2 power supply were evaluated and replaced. Multiple workstation pcb assemblies were also reseated. The cmos battery was also replaced and the associated settings were reset. Left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.